Manufacturer narrative:
Livanova deutschland manufactures the s5 erc tubing clamp. The incident occurred in nottingham, united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 electrical remote-controlled (erc) tubing clamp was slow to close and it does not close fully, during procedure. There was no patient injury.

Manufacturer narrative:
The livanova service technician in charge reported via follow-up communication that: the claimed issue did not result in a patient impact, the erc will not be repaired as it is an old s3 generation lean unit, the unit has been removed and will be disposed due to age, the claimed fault can systematically be reproduced. A device service history review has been performed and identified that the unit was manufactured in 2004 and no other similar events have been reported. Based on the gathered elements, it is reasonable to assume that the erc was slow in functioning and did not close fully because of age of the device and wear of internal components. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.